Event description:
On (B)(6) 2014, a 19mm masters series aortic valved graft was implanted. On (B)(6) 2017, the patient was admitted for a laparoscopic procedure to remove a gastrointestinal stromal tumor. Later the same day, the patient was returned to the ICU due to dyspnea. The next day, symptoms consistent with a stroke were observed and a CT scan was performed. As the CT scan was inconclusive, an MRI was performed and confirmed that several mini strokes had occurred. Per neurology report, the patient is doing well despite ongoing symptoms. It is unclear when the stroke occurred or what caused the stroke. Additional information received indicated that on 04 january 2018, two stents were placed and medications were adjusted due to extra fluid around the patient's heart and lungs. There are no plans to explant the valved graft. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of "several mini strokes" and dyspnea was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2014, a 19mm masters series aortic valved graft was implanted. On (B)(6) 2017, the patient was admitted for a laparoscopic procedure to remove a gastrointestinal stromal tumor. Later the same day, the patient was returned to the ICU due to dyspnea. The next day, symptoms consistent with a stroke were observed and a CT scan was performed. As the CT scan was inconclusive, an MRI was performed and confirmed that several mini strokes had occurred. Per neurology report, the patient is doing well despite ongoing symptoms. It is unclear when the stroke occurred or what caused the stroke.